Event description:
Had a skin graft (primatrix bovine) on front of foot. Now almost a year ago, wound still has not healed. Saturday, the front of my foot just peeled off, it was foul. It separated at the graft level. I could still make out the diamond pattern of the graft material. I had my doubts about not having rejection issues with non-human products. Turns out I was right, and pissed over (B)(6) dollars for this garbage. Dates of use: (B)(6) 2016. Diagnosis or reason for use: open surgical wound.